Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin delivery, and no additional assistance was deemed necessary, leading to the case being closed by technical support.